Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 8f amplatzer talisman delivery sheath. During procedure, while advancing the device into the delivery sheath, luer lock on the distal end of the loader separated from the loader. The occluder was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and doing great.

Manufacturer narrative:
It was reported that "luer lock on the distal end of the loader separated from the loader". A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Images received appeared to show separated luer from loader. However, the 8f loader undergoes a thorough inspection process, including visual damage checks and functional tests, which should detect any defects. This batch was produced with a total of 125 samples, of which five were used for the required tensile testing, and all units passed. Since the device is not returning to the manufacturing site for further evaluation and there is no evidence of a manufacturing defect, an exception will not be opened at this time, as there is no evidence to suggest that this component was defective when it left the manufacturing site.